Event description:
Trocar cap and entire top piece of trocar fell apart while pulling gallbladder out of abdomen. Manufacturer response for laparoscope, general plastic surgery, reprocessed, n/a (per site reporter). Waiting for their response.